Event description:
Perforation of the esophagus occurred during an esophagogastro duodenoscopy procedure ("e.g.d."). The pt was taken to suergery for repair of the perforation. According to the hosp risk mgr, the pt was recovering and was most likely discharged from the hosp. Since the procedure was discontinued when the perforation was noticed, the pt may require a follow up to the e.g.d.